Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that tube pln gc 16x100 10.0 plbl rd had molding defects, but could still be used. The following information was provided by the initial reporter: "during labeling process, it was detected 01 unit impaired of code 755047 reference (B)(4) shipped on 21.feb. Commodity in bad conditions."

Manufacturer narrative:
Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tube pln gc 16x100 10.0 plbl rd had molding defects, but could still be used. The following information was provided by the initial reporter: "during labeling process, it was detected 01 unit impaired of code 755047 reference 366430 shipped on 21.feb. Commodity in bad conditions"